Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent balloon ruptured. The device was removed without any issues. Also, it was noted that the device had been used past its expiration date. The procedure was completed with another of same device. There were no patient complications, and the patient's condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent balloon ruptured. The device was removed without any issues. Also, it was noted that the device had been used past its expiration date. The procedure was completed with another of same device. There were no patient complications, and the patient's condition was good post-procedure.